Manufacturer narrative:
(B)(4). The customer returned one introducer needle for analysis. No definite signs of use were observed. Visual analysis of the introducer needle revealed that the needle hub was separated. Despite this, a portion of the hub was still attached to the cannula. Microscopic examination confirmed the separation and revealed that the hub was also cracked. Functional inspection could not be performed for this complaint investigation due to the damage of the returned sample. R & d and manufacturing were consulted. They indicated that this issue is design related. The report of a separated needle hub was confirmed through analysis of the returned sample. Visual analysis revealed that the needle hub was separated and cracked. A portion of the separated hub was still molded to the proximal end of the needle cannula. Two device history record reviews were performed as the customer provided two potential lots. No relevant findings were identified to indicate a manufacturing related root cause. Based on the customer report, the sample received, and the comments from r & d, it was determined that design caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "during puncture of the subclavian vein, the needle detached from the cone. As air was now aspirated, the situation appeared to be impression of a pleural perforation. Once it was noticed that the needle had detached from the needle cone, this option could be rejected. Due to the incident, a new puncture (with a new set) had to be performed; the patient was not harmed." No medical intervention required. It was reported there was a delay to therapy to obtain a new set.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "during puncture of the subclavian vein, the needle detached from the cone. As air was now aspirated, the situation appeared to be impression of a pleural perforation. Once it was noticed that the needle had detached from the needle cone, this option could be rejected. Due to the incident, a new puncture (with a new set) had to be performed; the patient was not harmed." No medical intervention required. It was reported there was a delay to therapy to obtain a new set.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "during puncture of the subclavian vein, the needle detached from the cone. As air was now aspirated, the situation appeared to be impression of a pleural perforation. Once it was noticed that the needle had detached from the needle cone, this option could be rejected. Due to the incident, a new puncture (with a new set) had to be performed; the patient was not harmed." No medical intervention required. It was reported there was a delay to therapy to obtain a new set.